Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a lesion in the iliac artery using scuba stenting device. It was reported that while advancing the device through the introducer sheath the stent detached. An arrow 6f introducer was used during the procedure. The stent was retrieved and crimped on another balloon and implanted in the patient. There were no abnormalities reported in relation to patient anatomy. There was no injury to patient and no clinical sequelae reported for this event. Please note that this device (scuba iliac) is not marketed in the united states; however, it is similar to the united states marketed product (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
It was reported that the stent was retrieved and crimped on the same balloon manually and implanted in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.